Manufacturer narrative:
Hill-rom technical support found the sidecom board to be inoperable. Hill-rom technical support has made three attempts regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call is not functioning. The bed was located at the account in medsurg. There was no patient/user injury reporter. This report was filed in our complaint handling system as (B)(4).